Event description:
The patient experienced an acute occlusion five days after having two cypher stent implant to the lma/lad/lcx bifurcation (unprotected), which resulted in death. This patient was admitted to the hospital with a chief complaint of unstable angina (cs iii). The patient was currently taking plavix, aspirin, statins, beta-blockers and ace-inhibitors. The patient was taken to the cardiac cath lab, where angiography revealed an instent restenosis of an unknown stent in the lma/lad/lcx bifurcation. Heparin was not administered and no gp iibiiia's were administered. The lma bifurcation was double-wired and the lesion was predilated via kissing balloon technique with a 20mm balloon (lma/lad) inflated to 18 atms and a 9mm balloon (lcx) inflated to 12 atms. Two unknown cyper stents were deployed within the bifurcation to 12 atms via t-stenting technique with suboptimal results. One of teh stents was postdilated; however, the other stent was not, resulting in a suboptimal result for one of the stents. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on the same pre-procedure medication, for which it is unknown if he was complaint. Five days post index, the patient returned to the hospital with chest pain and was ruled in for an mi. A subacute thrombosis was suspected, but no angiography was completed. The patient experienced a rapid decline and expired. No autopsy was performed.